Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: visual analysis of the returned sample determined that one paper lid, a winding former a detached needle, and a suture piece product code eh7674h were received for evaluation. The product code is single-armed and on the needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted on the body needle and no suture remnant could be observed into the barrel hole. The suture piece was observed with body fluids and the ends were cutted appear to be by an edge surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Visual analysis of the returned sample determined that one paper lid, a winding former and a detached needle product code eh7674h were received for evaluation. The product code is single-armed and on the needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted on body needle and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what was the initial procedure? Unknown. What is the date of the procedure? (B)(6) 2021. What was used to complete the procedure? Use of wire from another batch. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The needle pulled off from the thread after one pass. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the procedure & event date? What was used to complete the procedure? How many devices present the issue? Please clarify could you please confirm if the patient suffer from any consequence due to the issue? If yes please explain. Event related to mw # 2210968-2021-12882.